Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient stopped charging their ipg as recommended, rendering their ipg inoperable. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered. The ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was unable to pass autotest due to broken feed through wire.